Manufacturer narrative:
(B)(4) date of initial report : 11/17/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding of over 500cc was reported during a segmental resection of lung and thoracoscopy even though end tones, indicating a completed seal cycle, were heard. The device was used for the a6, pa (5mm). The bleeding occurred after closure, however, the chest was reopened and the bleeding was controlled by manual suture. The patient's condition was reported as being under control.

Manufacturer narrative:
(B)(4). Date of initial report : 11/17/2015. Date of follow-up report : 02/04/2016.

Event description:
The customer further reported that the procedure was a segmental resection of the lung. A transfusion was necessary. Bleeding is said to have come from the site of the seal.